Manufacturer narrative:
Initial and final MDR (B)(4) device 8 of 9. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyse a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in the unites states. It was reported that the patient infusion set fell off during use. The event occured on 01-oct-2025. Since infusion set was in use for less than one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.